Manufacturer narrative:
(B)(4). Not enough data provided to perform a call home investigation. No device will be returned to neuwave for further investigation. The root cause is unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. No further investigation will be conducted on this complaint due to no device return. Complaint information will be included in complaint trending that is reviewed by the applicable pqss drb on a regular basis to determine if further action is necessary. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a clinical trial (B)(6) ablation the patient experienced pain. The patient required prolonged in-patient hospitalization with drug therapy. The device relationship with the pain is unlikely and the procedure relationship with the pain is probable. The patient's outcome is recovered/resolved.

Manufacturer narrative:
(B)(4). Date sent: 8/3/2022. Additional information was requested and the following was obtained: adverse event term: abdominal pain relationship to study device value "unlikely" has been changed to "not related" upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.